Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the cooler heater unit was not heating. The unit would not go past 29.7 degrees celsius. Set-up occurred the night before the case and there were no pt issues. As a result, an alternate device was employed.

Manufacturer narrative:
Technical support recommended the user replace the relay solid state and printed circuit assemblies. The user facility is going to make repairs to the unit. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.